Event description:
The lay user/reporter called (lfs) in 2005 and alleged that her pt's meter was prompting an insert strip message. The med affairs spec. Mailed a letter the following day since the pt could not be reached by telephone for further clarification. The reporter stated that the pt was not able to test due to the "insert strip" message appearing when she was attempting to perform a blood glucose test. It would have been helpful to know how long she was unable to test on the meter and what her medication regimen was. On the day of the event, the pt was non-responded, but her eyes were open. Family member contacted the paramedics and when they arrived, her blood glucose was tested. The result was 30 mg/dl. The pt was given IV dextrose and a paste. According to the reporter, the pt is now feeling better. During troubleshooting, it was discovered that the pt was applying the blood to the test strip incorrectly. The issue was resolved with troubleshooting. This complaint is being reported as an adverse event because the pt was unable to obtain an actionable result on her meter, which led to hypoglycemic event.